Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive, rewind was louder and longer, plastic chips off when changing reservoir and cracks by the battery compartment. The customer declined troubleshooting. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will not be returned for analysis.